Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that hemopro2 extension cable would not work after 19 uses.

Manufacturer narrative:
Trackwise ID#:(B)(4). The device was returned to the factory for evaluation on 07/26/2024. An investigation was conducted on 08/01/2024. Three vh-4030 extension cables were returned. It was not possible to determine which cord belonged to which complaint tw (B)(4).investigation for cord 1 of 3: signs of clinical use and no evidence of blood were observed. Both connector ends were observed to be intact with no visual defects. An electrical evaluation was conducted. The cable was able to be connected to a reference adaptor and hemopro 2 device with no physical or visual difficulties. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter, and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh reference tool produced steam and heat. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that hemopro2 extension cable would not work after 19 uses. The cable was sterilized at an outside company and sent back to hospital where the issue was identified.